Event description:
An abbott medical optics field service specialist (fss) reported the surgery center¿s phacoemulsification machine displayed 2012-ih time out communication error. The fss indicated the same error displayed in (B)(6) 2014. In (B)(6), the error appeared around 4 minutes after passing the self-test-doctor database. At that time, the fss replaced the instrument manager (im). There was no patient injury reported.

Manufacturer narrative:
Addition: result code has been provided. A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed the 2012 error. The fss replaced the advantech printed circuit board and the hard drive. In addition, a preventative maintenance was performed. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.